Manufacturer narrative:
The pump arrived without front label and with "d" silicone button missing (sign of possible tampering), which prevented the correct use of the keyboard. Moreover, the service found out that the lcd display was stained. A stain on the lcd display can be due to a shock or a fall of the pump, that causes a local disconnection of the two glass plates enclosing the liquid crystals in the area affected by the stain. The service replaced the display and put back silicone button and front label. No patient involvement.

Event description:
The customer reported "pump was without front label and with d button missing"